Event description:
New information received indicated that the patient was recently able to have the lead removed, and lead dislodgement was noted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed on the atrial lead during a follow-up. Programming changes were made. Lead remains implanted. The patient¿s condition is good and there were no adverse effects